Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 7300727. Our records show the reported lot was manufactured on 11/23/2017, and determined that this is the only instance of damaged tubing occurring in this batch of saf-t-intima. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: with the photo provided, our engineers were able to determine that the most likely root cause was due to the application of the clamp; this could be due to either a defect in the surface of the clamp or through the use of excessive pressure when activating it. Unfortunately without testing the physical sample, the root cause for this complaint could not be confirmed at the conclusion of our review; root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined. Rationale: no corrective action was performed since this issue could not be confirmed as manufacturing related. Bd will continue to track and trend for this issue.

Event description:
It was reported that during an injection of emboly pulmonary the bd q-syte¿ luer access site with 6 in. Standard bore extension set opens on 1 cm. Contrast product is lost.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an injection of emboly pulmonary the bd q-syte¿ luer access site with 6 in. Standard bore extension set opens on 1 cm. Contrast product is lost.